Event description:
Customer claims unit folded one level with pt on board. An emergency medical technician injured some ligaments in their foot. Sought medical attention and is temporarily on crutches.